Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight are not available for reporting. Patient age at time of event and date of birth are unknown. The patient was reported as ¿elderly¿. This report is for one (1) unknown pfna blade. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The 510(k): unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation (pfna) system implant procedure to treat a transverse sub-trochanteric fracture, the locking the pfna blade inserter handle could not be rotated to lock the blade and remove the handle. After multiple attempts it was decided to remove the blade and exchange for new one, but blade and inserter could not be removed. Multiple attempts to remove blade were made resulting in a broken impactor tip left in the blade in the patient. The surgery was then completed as per standard procedure excluding the blade being locked. There was a 30 minute surgical delay due to the reported event. Additional information was received reporting that the surgeon commented postoperatively that he had difficulties inserting the blade and in so doing, broke the tip of the inserter which was left implanted in the blade. The blade could not be locked during the procedure. The surgeon indicated that the scrub nurse may have incorrectly assembled the instruments during the procedure, and that may have been the reason why the event reported occurred. The nurse may have cross threaded the blade when attaching the inserter and that is why it could not be turned to lock the blade or the blade may not have been fully seated on the impactor so when the blade was inserted into the hip it jumped a thread when hit with the hammer. The patient outcome was routine; however there is concern that there may be risk of revision surgery is the blade backs out due to it not be locked in position. Concomitant parts reported: 1x unknown nail, part unk, lot unk. This report is for one (1) unknown pfna blade. This report is 2 of 2 for (B)(4).